Manufacturer narrative:
Additional information: d9, d10, g3, h3, h6. Correction: b5. D10 concomitant product: fgs-0635, fgs-0635 cf delivery dev caps bravo x5, (lot number: 64565f). H3 evaluation summary: medtronic conducted an investigation based upon all information received. The capsule and delivery system were returned for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that the capsule failed to attach to the patient's esophagus. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the first capsule failed to attach to the patient's esophagus and was found in the mouth. A second capsule was used during the same procedure but also failed to attach. The second capsule remained attached to the delivery device when it was removed from the patient. A third capsule was then used, and it successfully attached. Lubrication was used to facilitate placement of the capsule. There was no patient or user harm.

Manufacturer narrative:
D10 concomitant product: fgs-0635, fgs-0635 cf delivery dev caps bravo x5, (lot number: 64565f). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the capsule failed to attach to the patient's esophagus and was located in the mouth. The deployment device was inserted with the capsule facing the tongue and the entire device, including the handle, was maintained in the horizontal plane. The patient did not require unplanned hospitalization. A second capsule was attempted to place, and it also failed to attach. The second capsule was still attached to the delivery system upon removal. A third capsule was attempted to be placed and it attached successfully. The vacuum pump pressure reached 550 millimeter of mercury (mmhg) prior to placement. Lubrication was used to facilitate the placement of the capsule. There was no patient or user harm.